Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high energy treatment device (such as a laser or high frequency device) was used without ensuring sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: gif-q150 operation manual: chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspection of the entire endoscope, and gif-q150 operational manual: chapter 4 operation: 4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the plastic distal end cover of the gastrointestinal videoscope was burnt. There was no patient involvement.